Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had an erratic screen. Device was not being used on a pt when event occurred. Covidien customer support engineer (cse) verified the malfunction. Cse inspected the device and reseated the light emitting diode (led) display cable. The device pass all tests.